Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp. For evaluation. The manufacturing record of the subject device was reviewed with no irregularity. The exact cause of the event could not be concluded at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that during routine surveillance culturing test by the user facility, the subject device was tested positive and did not satisfy the (B)(6) regulation three times as follows. The 1st time: klebsiella pneumoniae was detected for more than 100ufc/100ml. The 2nd time: klebsiella pneumoniae was detected with the amount of 1ufc/100ml. The 3rd time: klebsiella pneumoniae and staphylococcus non aureus were detected with the amount of 2ufc/100ml and 2ufc/100ml respectively.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp., but returned to olympus france. The subject device was sent to an independent laboratory, and the culture test was conducted. The test result showed that no microbial growth was detected.